Manufacturer narrative:
A tear was observed on the exposed portion of the soft cannula, resulting in a fluid leak. The timing and cause of the observed cannula damage could not be determined.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 4 and 24 hours.